Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received appropriate shocks for ventricular tachycardia (vt) and ventricular fibrillation (vf). One shock accelerated the rhythm into vf. A review of the episode showed undersensing of the vf signals, so device data was submitted to technical services for review. Upon review, technical services discussed there was undersensing, due to the high degree of amplitude variation. Additionally, lowering the conditional shock zone from 220 bpm to 200 bpm could improve the time to therapy. Technical services confirmed that after three shocks were delivered in treated episode 2, the arrhythmia accelerates and the amplitudes become variable. Treated episode 3 begins with the observed functional undersensing until a shock is delivered after about 30 seconds, converting the arrhythmia. No adverse patient effects were reported due to the delay in therapy. No programming changes were made and the device remains implanted and in service.